Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Reason for revision : pain, noise, and high levels of metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place (B)(6) 2013. Asr hip resurfacing - right. Reason for revision : pain, noise, and high levels of metal ions. Update - added dp number and revision date taken from (B)(6) spreadsheet dated 24th may 2013. Revision due to take place (B)(6) 2013. Update - updated date of revision taken from (B)(6) email dated 13th august 2013. Update - updated date of revision and received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated 3rd october 2013. Update received: 7th august 2014 - added further reason(s) for revision: alval / soft tissue reaction and filled mw fields - marked as legal taken from original dint legal attachment.